Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The implant coil was returned without the pusher for analysis. The proximal section of the coil was noted to be stretched beyond the tie knot section. The distal section of the coil was noted to be intact and retained its secondary shape. There was no other damage noted on the coil. Based on the investigation findings, the complaint could not be verified, as the pusher was not returned to analyze the type of detachment. The investigation is inconclusive. The specific root cause cannot be determined.

Event description:
It was reported that prior to use, the coil connection to the pusher was loose after prepping the coil in saline. During withdrawal into the introducer, the coil detached. The device was not used in the patient.